Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report, the b5 was not updated, the correct b5 should be - the patient has alleged particles in the device.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of dust contaminant on the pca, blower box, blower box cap, on the blower, blower seal, and inside the blower, an unknown contaminant on the ui panel, rear panel, top enclosure, and bottom enclosure, liquid ingress on the blower and blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with dust contaminant on the pca, blower box, blower box cap, on the blower, blower seal, and inside the blower, liquid ingress on the blower box and an unknown contaminant on the ui panel, rear panel, top enclosure, and bottom enclosure were inconsistent with the sound abatement foam.. The manufacturer confirmed there was no evidence of sound abatement foam degradation.